Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had a revision performed. Specifically, the surgeon repositioned the neurostimulator (abdominal placement) because it had flipped (abdominal placement) because there were no suture loops on the bottom portion of the device. No injuries were reported and the pt outcome was noted as recovered without sequelae.